Manufacturer narrative:
Investigation results: one mz1000 sample was received in opened packaging from lot 23035399 for investigation. The customer reported that the maxzero had disconnected from an infusion set after 5 minutes of infusion. No further information was available to assist the investigation in this instance. The returned sample was subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe; no inadvertent disconnection was observed throughout the infusion. Furthermore, the test was repeated by connecting both luer lock and luer slip connections from bd stock to the maxzero; the connection remained secure throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23035399 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd maxzero needless connector separated. The following information was received by the initial reporter with the verbatim- connector was off for about 5 minutes. Max zero was attached and the infusion line was connected. 5 minutes later, the line was disconnected, so it was replaced with a new maxzero and connected.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.